Event description:
It was reported "physician was inserting a transvenous pacemaker, when withdrawing air from cordis post insertion, there was +++ air and no blood. X-ray done and negative for pneumo. Physician was able to troubleshoot the device (connection) and problem was resolved". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of sheath sidearm blocked is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported ""physician was inserting a transvenous pacemaker, when withdrawing air from cordis post insertion, there was +++ air and no blood. X-ray done and negative for pneumo. Physician was able to troubleshoot the device (connection) and problem was resolved". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.